Event description:
It was reported that the device had backflowing. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had backflowing was not confirmed from the log analysis or replicated during laboratory testing. Functional testing performed showed the suspect syringe module working as expected. No issues or alarms were observed. A preventive maintenance (pm) test was performed on the suspect syringe module through alaris system maintenance (asm) passing all tests indicating the device is within specifications. A review of the suspect syringe module s/n (B)(6) error log was performed, and an error code 353.7200.5 (syringe plunger position sensor contaminated) was observed at (B)(6) 2025 at 2:25 am. A log review was performed with the limited information contained in the syringe module event log. The syringe module event log does not contain key press information, volume infused, and programming parameters. On (B)(6) 2025 at 9:06 am an infusion was programmed and started on syringe module s/n (B)(6) at a rate of 0.116 ml/hr and volume to be infused (vtbi) of .8789 ml. At 2:20 pm the infusion was paused and the system alarmed for check syringe. At 2:28 pm the unit was channeled off. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The alaris system user manual v12.3.1 recommends using the smallest compatible syringe size necessary to deliver fluid or medication. Using a larger syringe can impact pump performance including delivery accuracy and startup time, generation of occlusion alarms and bolus volume after occlusion. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the male (right) iui connector was it was observed with residue. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause of the report that the syringe had backflowing could not be determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect syringe module during laboratory testing. Note that this report lists imdrf annex a1801, g02017, c0503, d08, c07, d15, a0509, g03012, a040601, g04061, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device backflow were not identified during the customer call. The case is escalated to dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had back flowing. There was patient involvement but no harm.

Event description:
It was reported that the device had backflowing. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.